Event description:
It was reported during a recent follow up appointment, that this right ventricular (rv) lead exhibited noise and high, out of range shock impedance (greater than 200 ohms). At implant shock impedance was 73 ohms. Technical service (ts) reviewed device analysis data, and advised they reviewed x-ray images and did not reveal any visible lead issues. Ts confirmed sensing and thresholds are within normal range. Ts provided recommendations for lead integrity testing, and sync shocks. The device remains implanted. New information was received indicating that the physician reported there was not a problem with the device or the lead, but the programming of the device. The lead is single coil, but it was programmed as dual coil. After programming only rv coil to can, the issue disappeared. This rv lead remains implanted. No adverse patient effects were reported. New information confirmed that this lead remains implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a recent follow up appointment, that this right ventricular (rv) lead exhibited noise and high, out of range shock impedance (greater than 200 ohms). At implant shock impedance was 73 ohms. Technical service (ts) reviewed device analysis data, and advised they reviewed x-ray images and did not reveal any visible lead issues. Ts confirmed sensing and thresholds are within normal range. Ts provided recommendations for lead integrity testing, and sync shocks. The device remains implanted. New information was received indicating that the physician reported there was not a problem with the device or the lead, but the programming of the device. The lead is single coil, but it was programmed as dual coil. After programming only rv coil to can, the issue disappeared. This rv lead remains implanted. No adverse patient effects were reported. New information confirmed that this lead remains implanted.

Manufacturer narrative:
This lead remains in-service. As such, physical analysis has not been conducted in our laboratory. However, technical services analysis, labeling review, and engineering review was conducted. This review/analysis determined that the high out of range shock impedance is a known inherent risk with use of this product. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a recent follow up appointment, that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 200 ohms). At implant shock impedance was 73 ohms. Technical service (ts) reviewed device analysis data, and advised they reviewed x-ray images and did not reveal any visible lead issues. Ts confirmed sensing and thresholds are within normal range. The device remains implanted. New information was received indicating that the physician reported there was not a problem with the device or the lead, but the programming of the device. The lead is single coil, but it was programmed as dual coil. After programming only rv coil to can, the issue disappeared. This rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a recent follow up appointment, that this right ventricular (rv) lead exhibited noise and high, out of range shock impedance (greater than 200 ohms). At implant shock impedance was 73 ohms. Technical service (ts) reviewed device analysis data, and advised they reviewed x-ray images and did not reveal any visible lead issues. Ts confirmed sensing and thresholds are within normal range. Ts provided recommendations for lead integrity testing, and sync shocks. The device remains implanted. New information was received indicating that the physician reported there was not a problem with the device or the lead, but the programming of the device. The lead is single coil, but it was programmed as dual coil. After programming only rv coil to can, the issue disappeared. This rv lead remains implanted. No adverse patient effects were reported. New information was received indicating that this rv lead was explanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.